Manufacturer narrative:
Insulin pump was received with failed self-test error alarm during self test due to faulty y1 on rf board.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer blood glucose level was unknown. Customer also stated that the they successfully clear the alarm and able to complete rewind the insulin pump. The device will be returned for analysis.